Event description:
The customer reported no power on the monitor during an unspecified procedure involving an olympus monitor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.